Manufacturer narrative:
Corrections: please note that the following sections are being corrected on this follow-up: 1. Section b5. Describe event or problem. 2. Section g4. Date received by manufacturer (mm/dd/yyyy). The original event description included reference to three additional neuron 5f select catheters (5f select). Additional information confirmed that the three additional 5f selects fractured during a bench-top evaluation by hospital personnel one-day after the event. The bench-top evaluation was not associated with a patient procedure. H3 other text : placeholder.

Event description:
The patient was undergoing a diagnostic procedure using a neuron select catheter 5f (5f select), a non-penumbra sheath introducer (6f prelude) and guidewire (0.035" terumo). During the procedure, the physician catheterized the right common carotid artery via radial access using the 5f select, sheath introducer and guidewire. While removing the guidewire to inject contrast, the physician noticed the distal length of the 5f select fractured. While attempting to remove the fractured 5f select with a snare device, the physician further fractured the distal length of the 5f select. A fractured piece of the 5f select migrated to the right m2 segment of the middle cerebral artery (mca) which then began to thrombose. The physician attempted to remove the fractured piece using different techniques but was unsuccessful. The procedure ended at this point. The patient was then transferred to the intensive care unit (ICU) with a malignant infarction in the right mca. Due to the poor prognosis, a decompressive craniectomy was offered; however, the family rejected it due to the serious disability in which the patient would be left in. The patient later expired. The patient¿s cause of death was reported to be a stroke. The exact date of death is unknown.

Event description:
The patient was undergoing a diagnostic procedure using a neuron select catheter 5f (5f select), a non-penumbra sheath introducer and guidewire. During the procedure, the physician catheterized the right common carotid artery via radial access using the 5f select, sheath introducer and guidewire. While removing the guidewire to inject contrast, the physician noticed the distal length of the 5f select fractured. While attempting to remove the fractured 5f select with a snare device, the physician further fractured the distal length of the 5f select. A fractured piece of the 5f select migrated to the right m2 segment of the middle cerebral artery (mca) which then began to thrombose. The physician attempted to remove the fractured piece using different techniques but was unsuccessful. The procedure ended at this point. The patient was then transferred to the intensive care unit (ICU) with a malignant infarction in the right mca. Due to the poor prognosis, a decompressive craniectomy was offered; however, the family rejected it due to the serious disability in which the patient would be left in. The patient later expired. The patient¿s cause of death was reported to be a stroke. The exact date of death is unknown. It was reported that the physician fractured two new 5f select upon opening their respective package. The fracture was reported to be at the same location as the one previously used in the patient. It was also reported that the day after the procedure, the hospital staff fractured another 5f select at the same location as the previous 5f selects.

Manufacturer narrative:
The product was not returned for evaluation. Emboli, neurological deficits including stroke and death are included as possible complications in the instructions for use (IFU) for the neuron intracranial access system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder